Event description:
Per surgeon harmonic hand device had 2 defective instruments. The first hand device has a small piece come off. Piece placed in small 8g specimen cup. The second hand device would not open and close properly.